Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2018 that he had used an oral-b power oral care refills crossaction for 12 days, and on (B)(6) 2018 it broke on him. He explained that he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown and all of a sudden there was a loud whirring noise; the head turned about 90 degrees really easily and didn't do anything. The consumer described that there was a hole on the front where he could see a metal screw on the inside and, compared to a new brush head, the metal screw was a lot higher up; he thought that something inside that spun the actual head was broken. The consumer purchased the brush heads as a pack of 4; he put on the second one out of the pack and he had 2 more. This was not the first time the consumer had used this particular version of brush head. No symptoms developed. Treatment details: unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
15-jun-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 02-may-2018. Investigation revealed: reporter returned an unused product. The evaluation of the complaint was done based on this unused product without fault.

Event description:
Report source: non-event spontaneous. A male consumer of unspecified age reported via phone on 13-apr-2018 that he had used an oral-b power oral care refills crossaction for 12 days, and on (B)(6) 2018 it broke on him. He explained that he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown and all of a sudden there was a loud whirring noise; the head turned about 90 degrees really easily and didn't do anything. The consumer described that there was a hole on the front where he could see a metal screw on the inside and, compared to a new brush head, the metal screw was a lot higher up; he thought that something inside that spun the actual head was broken. The consumer purchased the brush heads as a pack of 4; he put on the second one out of the pack and he had 2 more. This was not the first time the consumer had used this particular version of brush head. No symptoms developed. Treatment details: unknown. Relevant history: none reported. No further information was provided.